Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on an unk date. During the procedure, the balloon broke inside of the pt. It was during ablation therapy. There were no adverse pt consequences reported. Additional info has been requested.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.